Event description:
Pt alleges implant damaged her health and has been causing health pains. Report states joint problems (pains in the joints), hardened nipples, allerrgic reactions ("pt, never the implant"), emotional distress (depression), sore nipples, migraines, asthma and idiopathic edema. Dr states that the breasts are very painful upon palpation and that there is a large formation of glands.